Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open coronary bypass graft, two strands of the suture broke while closing. After the second incident, the surgeon switched to a device from different manufacturer to complete the case. There was no patient injury.